Manufacturer narrative:
The reported event of the physician said he could not feel any screws in the ventricle interface of the pacemaker was confirmed. Analysis revealed that the user/physician was inserting the wrench into the v-setscrew incorrectly. The wrench was only being partially inserted and also inserted at angles, which resulted in the setscrew inset being stripped while attempting to tighten the setscrew. Once stripped, the setscrew could no longer be tightened, eliminating any physical ¿feel¿ of engaging the setscrew. The a-setscrew was stripped in the same manner. The problem was caused by incorrect use of the torque wrench by the user/physician.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the setscrew of the pacemaker's ventricular interface could not be tightened. The pacemaker was not used and replaced. The patient was stable throughout the procedure.